Manufacturer narrative:
Because the report was made through email, customer service responded via an email with troubleshooting tips, instructing the customer to inspect the faceplate and back plate for damage; inspect and clean the diaphragm; disassemble, inspect, clean and reassemble the kit and tubing set; and verify the breast shield fit. In addition, the customer was provided with a link to troubleshooting videos and was asked to call customer service for additional assistance if needed. The customer was contacted by a complaint handler on (B)(6) 2018 to get additional information. The customer responded via email on (B)(6) 2018 and indicated that she was able to visit with a lactation consultant the day after the diagnosis to ensure that she was pumping and feeding correctly. The lactation consultant alleged that the pump was the reason that the customer developed mastitis. The customer stated that she had completed the round of antibiotics and the mastitis was resolved. She declined contact by medela clinical staff and indicated that she had not yet called into customer service after her initial email to troubleshoot the product. The customer was contacted again by a complaint handler on (B)(6) 2018, and in writing on (B)(6) 2019 to see if she was able to contact customer service to get help resolving her product issue. The customer responded on (B)(6) 2019, stating that she still had not contacted customer service and she was "steering clear" of the defective pump and that she would be contacting customer service later that day. As of the date of this report, the customer has not contacted customer service. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged via email to medela llc that her pump in style breast was "defective" and she ended up in the emergency room with severe pain, a fever and chills and was being treated for mastitis with antibiotics.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 03/19/2019. Although the vacuum and cycle readings were within specifications, the vacuum was more than 10% lower than the readings recorded when the pump was produced on 08/10/2018. As a result, the vacuum was retested using a lab kit and were not only found to be within specification, but also were not 10% lower than the vacuum readings recorded when the pump was produced. Refer to attached evaluation. Based on these results, the customer's report of low suction was confirmed and can be attributable to the parts/accessories, not the pump. In this case, it was noted in the evaluation that the customer's connectors, membranes and valves had residue on them, and the breast shields were cracked. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure.